Manufacturer narrative:
Concomitant medical products: bd 50 ml syringe, therapy date: (B)(6) 2017. The customer¿s report that the device was alarming for a calibration error was confirmed in the pcu event log, however testing failed to replicate the error. Physical inspection noted the device to be in good condition. Review of the syringe module error log shows that on (B)(6) 2017 at 4:46 pm the device recorded an error code 351.6660.0 (syringe_plunger_position _failure). Analysis of the pcu event log shows that on (B)(6) 2017 at 4:04 pm, the syringe module was selected and a bd 50 ml syringe was loaded with a volume of 48.7488 ml. The syringe module was then programmed for a rate of 1.16 ml/hour. At 4:15 pm, the pump alarmed for ¿check syringe.¿ the syringe module was then selected, a bd 50 ml syringe was loaded, and the user selected ¿restore¿ and restored the previous programmed infusion. At 4:46 pm, the syringe module alarmed and the pcu displayed ¿calibration required.¿ the next entry was the user confirming the ¿calibration required¿ display. The plunger force accuracy test was performed with passing results. Examination of the split nuts under magnification showed some wear on the threads. The root cause of the customer¿s report of a calibration error was not identified.

Event description:
The customer reported that remodulin was programmed to infuse at a continuous rate on a syringe pump. Approximately 30 minutes after a routine syringe and line change the rn noted that the device was alarming for "calibration error." The rn tried to remedy the alarm by selecting "channel select" but was unable to access the menu screen. The line was clamped and the syringe, tubing and device were removed. There was no report of patient harm. The facility biomed reviewed the event logs and identified the failure as 351.6660 "syringe plunger position failure."